Event description:
Severe mercury toxicity from a mouthful of dental amalgams for over 30 yrs. Was never told by any dentist/oral surgeon that may ongoing health problems may be caused by old fillings. The myriad of health problems due to ongoing mercury poisoning have left me disabled/unable to work/unable to travel/unable to function as a mother or wife. I had all fillings removed in 2007. Prior to the removal I was starting to exhibit ms type symptoms, trembling of hands/legs buckling/stuttering/would get confused and not be able to perform simple tasks such as getting groceries/decline in intellect/severe cognitive dysnfuction. The list is very long. . . After removal the "ms" type symptoms declined but I was left with a whole host of other problems related to neurological damage; severe brain fog as before/blurry vision/ numbness in extremities/extreme agitation/depression/adrenal and thyroid disruption/multiple chemical sensitivities/memory problems. The list is very long . . . Mercury poisoning has robbed me of my life and caused irreversible damage.